Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c d10 ¿ product received on: 16jul2020. Investigation ¿ evaluation: (B)(6) med. Equip. In (B)(6) informed cook that the flexor sheath in a rosch-uchida transjugular liver access set leaked. The user inserted the sheath into the patient¿s carotid artery for a tips (transjugular intrahepatic portosystemic shunt) procedure. They noted blood leaking from the flexor sheath valve. They used a new device to complete the procedure without adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), quality control, visual inspection, and functional test were conducted during the investigation. The customer returned one used 10fr flexor sheath from the rosch-uchida transjugular liver access. There is biological matter throughout. The device was leak tested, and there is no leakage from the check-flo valve, stop cock, or side arm connection. The check-flo body was disassembled and the silicone disc was removed to inspect for damage. The bottom slit is torn and off-center. Additionally, the customer provided a video of the procedure. The flexor sheath is inserted into the patient over a wire guide. There is fluid dripping from the valve where the wire guide enters. Additionally, a document-based investigation evaluation was performed. There are appropriate controls in place to detect this failure. The instructions for use (IFU) provided with the device was reviewed for relevant information related failure mode. Relevant information states: "precautions this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. How supplied upon removal from package, inspect the product to ensure no damage has occurred." The device history record (DHR) was reviewed. The final lot, the flexor component lot, and check-flo body lot had no recorded nonconformances or abnormalities upon incoming quality control inspection. The silicone disc lots and subassembly lots were reviewed. One lot had a related nonconformance, but the nonconforming devices were scrapped. Additionally, training history of assemblers and inspector for these lots were reviewed and employees were up-to-date on relevant training at the time of manufacture. A complaint database search was conducted and there are no additional complaints from the complaint lot. There is no evidence of nonconforming material in house or in the field. It was confirmed that the silicone disc was manufactured out of specification based on the device failure analysis. Based on the information provided, inspection of returned product, and the results of the investigation, it was concluded that a manufacturing deficiency is the cause of this event. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d11 ¿ concomitant medical products: trocar stylet, 5fr catheter, 14g stiffening cannula, dilator, and terumo 0.035 wire guide. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 29jun2020: access location was a carotid artery.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt (tips) procedure. After the carotid was punctured, the operator noticed blood leaking out of the valve of the 10f sheath. The device was exchanged and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.